Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 52 mg/dl. The customer treated her low blood glucose with food. Offered troubleshooting for low blood glucose however, the customer declined. The customer also requested a replacement belt clip. The insulin pump will not be returned for analysis.